Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer's parent reported via phone call indicating that the customer experienced low blood glucose levels of 24 mg/dl. The customer was not hospitalized. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting and their insulin pump passed the displacement test. The customer will call back if the issue with low blood glucose levels persisted. The customer did not return the product back for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was programmed with correct time and date and monitored for several days; several boluses were programmed and delivered. The insulin pump downloaded to carelink and all bolus delivered during our testing and during the time unit was monitored were properly recorded at the carelink report and recorded at the daily totals and bolus history screens. However, carelink reports does not show any prior activity due to several a47 alarms at the alarm history file due to a corrupted history file. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.